Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose value was 154 mg/dl. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.